Event description:
This lead exhibited high thresholds and poor sensing. The physician chose to cap the pace/sense portion of this lead and replace it with another pacing lead. The shock portion of this lead remains actively implanted. Should add'l info become available, this file will be updated.